Manufacturer narrative:
Updated with the additional information received on (B)(6) 2017.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex biliary uncovered stent was implanted on (B)(6) 2017 as part of the e7034 wf biliary preoperative drainage neoadjuvant therapy clinical trial. On (B)(6) 2017, an assessment of biliary obstructive symptoms was taken and there was reported right upper quadrant pain, dark urine, pale stools, jaundice, nausea/vomiting and itching. Liver function test were also performed on (B)(6) 2017. The patient¿s karnofsky score was 70. Imaging (pancreatic protocol CT and eus) and tissue diagnosis using fine needle aspiration (fna) was performed and an adenocarcinoma with a tumor size of 3.5 cm was noted in the head of the pancreas. On (B)(6) 2017,a biliary sphincterotomy was performed and the patient underwent stent placement. The wallflex biliary uncovered study stent was implanted successfully. On (B)(6) 2017, the study stent was noted to be occluded due to sludge. The same day, the patient underwent sludge removal. The study stent remains implanted. There were no other patient complications reported due to this event. Additional information received on (B)(6) 2017: stent occlusion noted on (B)(6) 2017 was confirmed through endoscopic retrograde cholangiopancreatography (ercp)

Manufacturer narrative:
(B)(4). Clinial trial. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on february 02, 2017 that a wallflex biliary uncovered stent was implanted on (B)(6) 2017 as part of the (B)(4) clinical trial. On (B)(6) 2017, an assessment of biliary obstructive symptoms was taken and there was reported right upper quadrant pain, dark urine, pale stools, jaundice, nausea/vomiting and itching. Liver function test were also performed on (B)(6) 2017. The patient¿s karnofsky score was 70. Imaging (pancreatic protocol CT and eus) and tissue diagnosis using fine needle aspiration (fna) was performed and an adenocarcinoma with a tumor size of 3.5 cm was noted in the head of the pancreas. On (B)(6) 2017, a biliary sphincterotomy was performed and the patient underwent stent placement. The wallflex biliary uncovered study stent was implanted successfully. On (B)(6) 2017, the study stent was noted to be occluded due to sludge. The same day, the patient underwent sludge removal. The study stent remains implanted. There were no other patient complications reported due to this event.